Event description:
The customer states: "the spouse of the pt reports that the cuff kept on deflating. She had to over inflate the device with a volume of 15 ml otherwise it would slowly deflate. She also mentioned that she had to re-inflate the device 3 times during night. She changes the canula every 5 days. However she re-used each canula a second time after 5 days and it is during this second use that the device had its deflating issue. "Covidien is attempting to gather further details surrounding the circumstances of this event.

Manufacturer narrative:
(B)(4). The tracheostomy tube was returned for investigation. A visual inspection was performed and found the tube was assembled properly. An inflation deflation test was performed and the cuff worked properly. The sample was left inflated for twenty four hours and after this time no deflation was observed. The sample was then submerged in water and no leaks were observed. The reported failure was not confirmed in the received sample.

Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned for analysis. If the sample is received, a summary of the investigation results will be provided in a supplemental report.